Event description:
It was reported to philips that the system unexpectedly shutdown, which can impact booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.